Event description:
Received a report indicating consumer sought a medical examination after removing two tampon pledgets from one string. Consumer passed what was believed to be fibers from the tampon as well.